Manufacturer narrative:
The lot history review could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged issues as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown snf vena cava filter allegedly experienced tilt and detachment. The information is from one source. The device was used on the patient, with no reported patient injury. Patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned for evaluation. Medical records were provided. The investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter limb detachment and filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, d4(product catalog no, corporate lot no), g1, h6(results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an 2120f vena cava filter allegedly experienced tilt, perforation and detachment. The information is from one source. The device was used on the patient, with no reported patient injury. The weight of 57 year old male was not provided.